Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; the reported events were confirmed. Evaluation found that both devices had corroded internal components. One device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device ran on. There was no patient involvement; no patient impact.